Event description:
It was reported that a spark was seen when the rover was plugged in. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The rover was evaluated by a field service tech who was unable to duplicate the complaint. Based on the results of the device eval, the unit performed according to all specs. It is suspected that the user facility wall outlet was the likely cause for this incident.